Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter stopped draining urine which reportedly led to a leak. The patient reportedly replaced the catheter and voided without further incident.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the exterior of sample found evidence of encrustation on the tip end of the sample. Inflated balloon with 10cc water and administered flow rate testing. There was no flow. The drainage lumen was filled with encrustation. This was a patient related condition, due to biological material being deposited on/in the product. This was not a manufacturing related event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter stopped draining urine, which reportedly led to a leak. The patient replaced the catheter and voided without further incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter stopped draining urine which reportedly led to a leak. The patient reportedly replaced the catheter and voided without further incident.